Event description:
Additional information received reported further event detail and an update of the patient status and outcome. The event was due to some confusion on the hospital getting the medication and the time-frame they were supposed to refill the patient's pump. The patient experienced some withdrawal symptoms and the healthcare provider gave the patient oral prescriptions that very day to hold the patient over until refill. The refill subsequently took place the following week without incident and the patient did well. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that patient had no appetite, itching, "in a fog", that her head was "not clear", feeling "sick in general" since (B)(6) 2012; drugs delivered via the device baclofen and morphine. The patient heard the pump alarm on the same day, and tried to reach her health care provider (hcp) but was unsuccessful. It was stated that patient recently had the pump replaced and was due for a refill in (B)(6) 2012. However, the patient did not have the pump refilled because -the hospital needed to order the baclofen. In addition patient believed that there was a six month supply of drug in the pump and thought that she would have heard a "warning" pump alarm. As of the date of this report patient went to the ER (emergency room) because her "pain was not being managed". The hcp ordered the medicine and was going to have the pump refilled. The patient had requested oral medication. Additional information has been requested, but it was not available at the time of this report; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: unk; programmer: 8835, serial# (B)(4), (B)(4).